Manufacturer narrative:
(B)(4). Eval, results/conclusion: (root cause of complaint cannot be determined as there was limited information provided regarding pt lesion morphology). No conclusion can be drawn. Evaluation summary: the sixth, seventh, eighth and ninth proximal stent segments were raised and deformed. The eleventh proximal stent segment was flattened. Stent was positioned to the balloon between marker bands as per specifications. Please note that this device (eres25018x) is distributed outside the united states; however, it is similar to the united states distributed product (ensp25018ux).

Event description:
The physician was attempting to deploy a 2.5 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt. It was reported that the physician attempted to cross the lesion using the endeavor resolute stent, however, this was unsuccessful. When the physician removed the stent from the pt, he reported that the stent was damaged. No pt injury occurred and no clinical sequelae were reported.